Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device was not returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial mitral valve was explanted after an implant duration of six (6) years, 10 months due to mitral stenosis secondary to mitral leaflet calcification. The explanted valve was replaced with a 25mm non-edwards surgical valve. Per the operative report, the patient had very calcified leaflets of the 25mm 6900ptfx mitral valve. In addition, there was a small patient foramen ovale that was leaking dark blood at the dome of the septum into the left atrium. This was closed with simple suture techniques. The 25mm valve was explanted and replaced with a 25mm non-edwards surgical valve successfully. The patient was weaned from cardiopulmonary bypass. Protamine was given and hemostasis was achieved. There were no complications noted. The patient tolerated the procedure well and was transported to the ICU in critical condition.

Event description:
The patient was discharged to subacute rehabilitation on pod #22.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.